Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During a maintenance performed by a medtech representative, it was noticed that the a wire that is connected to the device emergency stop button was broken.

Manufacturer narrative:
Upon visual inspection it has been determined that the wire to the emergency stop switch was broken. The investigation did no enable to confirm the cause of the damage, the most likely root cause is damage during calibration intervention of the device.